Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the threaded front section of the returned glenosphere holder ¿ piston is indeed completely broken off. The tip of the glenosphere holder - piston shows a clean break of the tip towards the middle of the threaded area. The surface is finely fissured and the level fracture area shows a shear lip at the edge of the surface. This is specific to a ductile fracture, which is caused by an excessive force applied on the device (see image documentation for details). No marks of corrosion can be noticed. Hammer marks on the striking surface are clearly visible but as expected. A review of the device history for the reported lot did not indicate any abnormalities. Note, due to multiple impactor breakages, a nonconformity has been raised for further investigation. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much applied mechanical force, as it was indicated that the surgeon felt it did not seat as tightly as it normally would. The glenosphere was inserted, and after two gentle taps to seat it on the baseplate, the impactor broke off. If any further information is provided, the investigation report will be updated.

Event description:
Primary procedure, right reverse shoulder. It was reported that while impacting the glenosphere onto the baseplate, the impactor sheared off at the threaded portion. A carbide wheel and osteotome were used to burr out the glenosphere and remove it. Another impactor and glenosphere were obtained to complete the surgery with a surgical delay of approximately 1 hour. The broken impactor, glenosphere, and impactor tip are available for return. Rep confirmed there are no allegations against the glenosphere or the impactor tip. Surgeon reported the following: the glenosphere was threaded onto the insertion handle. It was seated all the way, as far as the glenosphere could go on the threads. Surgeon felt it did not seat as tightly as it normally would. The glenosphere was inserted, and after two gentle taps to seat it on the baseplate, the impactor broke off. Upon examination, part of the threaded portion was observed in the glenosphere. Options were considered. The option of burring around or trying to cut a slot into it, was decided upon. A damp towel was placed around and under the glenosphere and petroleum jelly liberally applied to the towel to capture any metallic debris. The top of the threaded portion was burred off (after which the threaded portion could move more freely), and a slot was cut deeper in order to extract the glenosphere.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Primary procedure, right reverse shoulder. It was reported that while impacting the glenosphere onto the baseplate, the impactor sheared off at the threaded portion. A carbide wheel and osteotome were used to burr out the glenosphere and remove it. Another impactor and glenosphere were obtained to complete the surgery with a surgical delay of approximately 1 hour. The broken impactor, glenosphere, and impactor tip are available for return. Rep confirmed there are no allegations against the glenosphere or the impactor tip. Surgeon reported the following: the glenosphere was threaded onto the insertion handle. It was seated all the way, as far as the glenosphere could go on the threads. Surgeon felt it did not seat as tightly as it normally would. The glenosphere was inserted, and after two gentle taps to seat it on the baseplate, the impactor broke off. Upon examination, part of the threaded portion was observed in the glenosphere. Options were considered. The option of burring around or trying to cut a slot into it, was decided upon. A damp towel was placed around and under the glenosphere and petroleum jelly liberally applied to the towel to capture any metallic debris. The top of the threaded portion was burred off (after which the threaded portion could move more freely), and a slot was cut deeper in order to extract the glenosphere.